Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. The device was subsequently replaced without complication and is expected to be returned for analysis.